Manufacturer narrative:
On 12/7/2020, the bwi product analysis lab identified the hole in the pebax. The product investigation was subsequently completed. Device evaluation details: the device was visually inspected and it was found reddish material inside the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Sem analysis results showed evidence of mechanical damage and a hole on the pebax surface. Object that cause the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed for the finished device 30430763m number, and no internal action was found during the review. The customer complaint regarding force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax surface and reddish material inside the pebax. During the procedure (approximately mid-way through), the ablation catheter began displaying high contact force and metal interference on the carto 3 system. The cable was exchanged but the issue persisted. The catheter was exchanged and the issue resolved. No patient consequences were reported. The force issues are not MDR-reportable. The failure to sense/interference issue is not MDR-reportable. The hole in the pebax is MDR-reportable.